Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). A getinge field service technician (fst) replaced ECG leadwire (d018-00-1157-02), now working ok. Unit returned to customer in working condition.

Event description:
N/a

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a defective ECG leadwire was identified on the cs300 during a routine check by user. No patient was involved.